Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, oozing was observed at the proximal most portion of the repositioning sheath. No crack or damage was observed. The staff monitored and impella will be replaced if needed. Additionally, the patient had diminished left leg pulses. A femorofemoral bypass was placed. However, the pump was still explanted. Furthermore, the patient also experienced septic shock and the cause is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system; section: general patient care considerations; ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist: section: table 3.2 impella catheter components, ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of access site bleeding, limb ischemia, and infection/sepsis has been completed. The pump was received for investigation. The reported oozing from the proximal most potion of the repositioning sheath where the t-lock connects. There were no cracks or damage seen. Pump was returned and leak was reproduced. The root cause of the access site bleeding - major was most likely a damaged valve since the leak was reproduced on the returned pump. The root cause of the limb ischemia was not determined due to insufficient clinical details provided. The root cause of the infection was not determined due to insufficient clinical details provided. H6 type of investigation 4114 was erroneously entered on the initial manufacturer device report number. H10 narrative erroneously stated that the device was not received on the initial manufacturer device report number.